Manufacturer narrative:
Concomitant medical products according: item: femoral head sterile product do not resterilize, catalog #: 00801803603, lot #: 61993172. Item: bone screw self-tapping 6.5 mm dia. 35 mm length, catalog #: 00625006535, lot #: 62299276. Item: bone screw self-tapping 6.5 mm dia. 35 mm length, catalog #: 00625006535, lot #: 62266777. Item: liner neutral 36 mm i.d. Size ii for use with 52 mm, catalog #: 00875101036, lot #: 62261181. Item: shell with cluster holes porous 52 mm o.d. Size ii, catalog #: 00875705201, lot #: 62289810. UDI # according: (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Photographs were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on september 20, 2018 to the appropriate representatives. Surgical reports. All available x-rays during time in- vivo with printed date. All available intraoperative pictures. Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related noncompliance, patient anatomy). Was the surgical technique for the product utilized? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with fitmore, hip stem, uncemented, offset b (extended)/4, taper 12/14. Subsequently, approximately 4 months post implantation the patient underwent revision surgery due to loosening and subsidence of the stem.

Event description:
Please refer to report (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - g4 - g7 - h10. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: loosening event description: it was reported that the patient was implanted with a fitmore stem (B)(6), 2018 and underwent revision surgery on (B)(6), 2018 due to loosening and subsidence. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: - visual examination: the fitmore hip stem shows surgery damage in the form of scratches, nicks, and marks from electrocautery on its taper, neck and shoulder region . Anterior / posterior (implant position is unknown - side a) and medial adjacent to the ti-vps coating a mixture of polishing and short polished lines can be seen. In the ti-vps coated area some isolated bone ongrowth can be observed on the anterior / posterior side (side a) as well as on the lateral side . The ti-vps coating also shows some polishing on the medial side and on the anterior /posterior side (side a) along its medial edge. Further some scratches possibly from an instrument on the lateral side can be seen. On the distal rough-blasted surface of the stem some polishing is visible on the medial side. Further in the distal rough-blasted area, some slight polishing with a horizontal pattern can be seen on the anterior /posterior side (side b) along its lateral edge. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: according to the zper the fitmore hip stem was revised after approximately 4.5 months in vivo due to loosening and subsidence. Some isolated bone attachments could be observed in the area of the ti-vps coating. Signs of loosening in the form of polishing could be seen on the medial side of the stem and on anterior / posterior side (side a) along its medial edge from the neck region along the curvature to the distal rough-blasted area. However, as the x-ray follow-up is not at hand, the bone situation around the stem and possible changes to the bone and the implant's position over time in vivo cannot be evaluated. Further, without clinical (e.g. Surgical reports of implantation and revision) and patient information at hand (e.g. Bmi, behavior (level of physical activity), medical history etc.) Any influencing factors that may result from it remain unknown. Based on the investigation of the retrievals and the information at hand, the reason for the loosening and subsidence of the stem remains unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).